Manufacturer narrative:
The account installed new brake casters at the foot end of the bed to resolve the issue.

Event description:
The account alleged the brake casters are not holding when set at the foot end of the bed. No patient impact.